Event description:
It was reported from that during service and evaluation, it was determined that the handpiece device would run in the locked position, the cutter could not be removed, the device had heat, the etching was illegible, was worn, had component damage, and was leaking air. It was noted that the inner tube was almost completely torn in the 'swivel' area. It was further determined that the device failed pretest for visual assessment, break out box motor assessment, cutter assessment, safety check, and temperature verification. It was noted in the service order that the device did not work at all. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the handpiece device did not work at all was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device had heat and would run in the locked position. The assignable root cause of this condition was determined to be traced to component failure due to wear.